Event description:
It was reported that the patient presented in-clinic when episodes of non-sustained right ventricular oversensing due to intermittent sensed crosstalk was observed. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
(B)(4).